Manufacturer narrative:
Event date was reported as (B)(6) 2018. It is unknown if that is the date the device broke or the date the device was discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection it was detected a drill guide instrument that was broken. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part number: 323.042; synthes lot number: 9272473; release to warehouse date: december 30, 2014; manufacturing site: hägendorf; no nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation selection; investigation site: cq zuchwil; selected flow: 5. Broken; visual inspection ¿ a small part of the threaded tip section is broken out as reported. The broken part was not returned for evaluation. The instrument shows no other damages or signs of misuse. Dimensional inspection ¿ not required per selected investigation flow as root cause is use related. Drawing/specification review ¿ not required per selected investigation flow as root cause is use related. Material review ¿ the measurements of the hardness after the hardening procedure were within the specification of 595 +80/0 hv10. The used material was stainless steel 1.4112 as required. Summary ¿ the received condition of the drill guides is concordant with the complaint description and the complaint condition is confirmed. This lot of 48 pieces was manufactured in december 2014 according to the specification. The measurements of the hardness after the hardening procedure were within the specification of 595 +80/0 hv10. The used material was stainless steel 1.4112 as required. Unfortunately, the exact cause which has led to the breakage could not be evaluated, based on the visual damages on the tip section we have to assume that a mechanical overload situation for example lateral stress has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. B3: date of event is unknown as device was found broken during an inspection of the set. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.